Event description:
It was reported that the touchscreen does not calibrate. The issue was found during device set up. No patient or user harm reported. Per the diagnostics performed by the engineer, the customer stated that the unit's touchscreen does not calibrate, and requested the part number to replace the touchscreen. The customer reported that the touchscreen was replaced from their stock, and the unit was returned to service.